Manufacturer narrative:
An urgent medical device correction notification was provided to all affected customers on 8/11/08, to emphasize important info provided in varian safety, user maintenance manuals regarding pinch hazards, and to remind customers of the precautions that a user must observe to avoid encountering one of these pinch points. In addition, varian has developed a design enhancement to the exact couch top to mitigate these pinch point hazards. All corrective actions have been reported under the guidelines of 21 cfr part 806, and corrective action is on-going. The effectiveness of the recall communication indicates that this center received the urgent medical device corrective notification, but has not yet received the device modification. No follow-up reports are anticipated.

Event description:
Based on the reported info, the user's small finger became trapped with the back side of the couch while trying to remove a blanket. The reported info indicates that the user's finger had been broken and lacerated. The laceration was stitched and the broken finger was immobilized.